Event description:
During surgery for extracting hansson pin, when the inner extractor and outer extractor were assembled to the pin and extractor handle was turned, the hook was twisted and broke. Because the surgeon was extracting hansson pin for performing tha, he separated the femoral head and removed the pin at a time. The surgeon requested the investigation of the event.

Manufacturer narrative:
Additional information: additional information confirmed that the tha does not relate to hansson pin at all. The patient underwent the operation of tha according to another disease. Summary of evaluation: the visual examination revealed that the pin broke under high loads. The direction of the plastic deformations points to the influence of too high torsional forces in combination with bending forces. This failure mode was confirmed by the reproduction test performed. Based on investigation, the root cause of the determined pin breakage was caused by the action of too high torsional forces in combination with bending forces.